Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Event description:
The patient reported that they had their toe amputated in the beginning of the month, and they ¿ran into some complications¿. They became septic and ¿all kinds of things¿. They went into heart failure, and ¿to make a long story short, the patient¿s pump was turned all the way down¿. The patient noted their pump was turned ¿way up,¿ but they did not know how much they were getting in a twenty-four hour period. The patient had an appointment scheduled for (B)(6) 2013. The patient confirmed that their healthcare provider adjusted the pump as they were going through the amputation of the toe and they wanted to ¿get it back to where it was¿. They further confirmed that there was not really a problem with the pump; that it was just allowing for the patient to go through the procedure.

Event description:
A healthcare provider (hcp) later reported the patient had an infection in their toe and it resulted in amputation of their toe and subsequent sepsis. They stated it was not related to the pump in any way. The hcp reported perioperative antibiotics were administered, and the diagnosis of the infection was ¿none related to pump replacement¿. The patient did not have meningitis. Their last refill was performed on (B)(6) 2013. The patient had no signs and symptoms related to the infection, which was noted to be a gangrenous toe not related to the pump. Intravenous antibiotics were applied. The infection resolved.

Event description:
It was reported the patient presented with symptoms of respiratory distress the morning of the report. Their healthcare provider was paging a representative so they could stop the pump. The medications used within the system were dilaudid and clonidine. It was later reported that the patient¿s physician wanted to change the patient¿s dose. They patient had their dose ¿halved¿, and their physician wanted ¿it halved again¿. The patient¿s dose was 17 mg/day at first, and they ¿halved that¿. The patient was currently getting 8.5 mg/day. It was noted that the patient was in the ICU and was intubated, sedated, and on the vent. The patient was ¿having a lot of issues with everything now¿. The healthcare provider confirmed that the patient¿s condition was not related to any problem with the pump at all.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).